Event description:
Surgeon reports intraocular lens was replaced due to dislocation. Visual acuity 20/20 on 10/19/98. Surgeon states this event is not lens related and this intraocular lens did not malfunction.